Event description:
Customer's sister called because customer had recently passed away. Customer passed away on (B)(6) 2014. The cause of death was diabetes mellitus and possible kidney failure. Sister did not know customer's blood glucose at the time of death. Customer was wearing his insulin pump when he passed away. Sister said customer always wore the device. Sister did not know the events leading to customer's death. She is returning the device for analysis. She stated customer was a shut in and had little contact with friends or family. The only details she knows are the ones from the hospital report. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.